Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that there was no difficulty with the insertion or deployment of the device. When the device was removed, the physician noted that the foot of the device was not completely parked. The sutures were harvested and closure was achieved. There was no report of an adverse pt event.